Event description:
It was reported that the tip of the device was detached. The target lesion was located in the liver vessel. A ngmc/single/027/bern/1ro/130 direxion hi-flo was selected for use. During the procedure, it was noted that the tip of the catheter detached. The device was simply pulled out and the procedure was completed with a different device. There were no complications reported and the patient is stable.